Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. It was also reported that the pump battery was depleting quickly. Subsequently, the pump shut down. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.